Event description:
It was reported that the ICD was explanted, due to high impedence and sensing anomalies. During the procedure, it was noted that the patient had an underlying pocket infection. The system was explanted.

Manufacturer narrative:
Evaluation summary: a review of the sterilization information for this device indicated a normal sterilization cylce as confirmed by concomitant parametric controls.